Manufacturer narrative:
(B)(4). During evaluation of the returned meter on (B)(4) 2015, the third reading in memory was zero (0) mg/dl "lo". During analysis it was identified that the root cause is foreign material on strip connector.

Event description:
Consumer complaint of blood result reading of e-5. Patient is feeling well at this time. During evaluation of the returned meter on (B)(4) 2015, the third reading in memory was zero (0) mg/dl "lo". During analysis it was identified that the root cause is foreign material on strip connector. No adverse event reported.